Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5 mm from the balloon proximal tip. The review of the lhr (lot f133904) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00526 and MDR 3004939290-2014-00528 for the first and third devices. Note: the first device with MDR 3004939290-2014-00526 under investigation had no problem found.

Event description:
The aci sales rep reported the following info: the user facility sent me an e-mail on (B)(6) 2014 stating that they had three devices (one mx6721 and two mx5021) where the balloon ruptured while trying to deploy the sealant. No further info is available.